Event description:
It was reported that boston scientific technical services (ts) was contacted regarding an alert for a delivered shock from february 20th only recently coming through. Ts reviewed the episode and inquired if the communicator could have been unplugged. Ts also noted that for this episode, anti-tachycardia pacing (atp) had accelerated the patient's rhythm into ventricular fibrillation (vf) which was converted by a 41 joule shock. The device and leads remain in service. No additional adverse patient effects were reported.